Event description:
It was reported by the sales rep that during a laparoscopic gastric bypass procedure, had difficulty introducing anvil trans-esophagally, burned hole in the stomach to attach anvil to introducer, (hole may have been too large) and the anvil fell in the stomach and they could not be recovered. Were unable to connect the two pieces not because of any product issues, but because of inability to keep anvil in place from the otomy being too large. Upon removal of anvil head transaesophagally is when it (the anvil head) became lodged and a general surgeon had to be called in to remove it. Had to change to open, length 8hrs vs. 4 hrs. No return device.